Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that during a rotator cuff repair procedure the expressew iii autocapture + suture passer is not holding the suture. The complaint device was received and evaluated. Visual observations reveal the device is slightly worn, used but in expected condition. In addition, the hook on the upper jaw of the passer has been significantly deformed. To test its functionality, an eiii needle was loaded into the device and was tested on a sample rubber strip with a suture. It revealed that the needle deploy as normally, after several times the needle was not functioning as expected due to it was very hard to deploy causing the device to jammed. The trigger had to be manually pushed back to retract the needle to its original position. Besides, it was tested with the suture, in consequence the suture release as intended. The root cause of the upper jaw failure can be attribute when the device is constantly used that wears away, as this device is reusable, the metal from an excessive of wear begins to lose the shape. For the device jammed could be an improper maintenance would lead to tissue or bio-debris build up inside the expressew shaft causing wear of internal components leading to rough deployment issues. The possible root cause for the issue experienced can not be established. However, it cannot be conclusively affirmed. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this time, no corrective action is required, and no further action is warranted, as the device is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair procedure the expressew iii autocapture + suture passer is not holding the suture. Another device was used to complete the procedure. No patient consequences or surgical delay reported. The device is available for evaluation.